Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2009 allegedly due to psoas irritation. During the revision, it was noted the acetabular cup was malpositioned. The acetabular cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."